Event description:
Customer reported a past high blood glucose event with the specific value being unknown as the value displayed "high." Cause was not known. Customer resolved the issue by administering a correction bolus via the pump. Customer was advised by technical support to consult with a healthcare professional to discuss factors that may be affecting blood glucose levels, and the customer understood and acknowledged this recommendation.